Manufacturer narrative:
Imdrf clinical sign and symptoms: code e0209 is not available in database to capture for drowsiness. Based on the available information, this event is deemed to be a serious injury. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number reporting site: 8021545 manufacturing site: 3003442380.

Event description:
It was reported that the patient experienced high blood glucose event and had mild ketones which was treated by manual injection on (B)(6) 2026. The symptoms were observed drowsiness and nausea.